Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. No unexpected battery out limit alarms were noted. The insulin pump had an unresponsive up arrow button due to corroded keypad traces. No traces of moisture were found at the electronic or motor assemblies during the visual inspection. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump was exposed to moisture and damaged. Customer is receiving a battery out limit alarm that they are unable to clear due to unresponsive buttons. Customer's last blood glucose reading was 8.5 mmol/l. No further information reported.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.